Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was reported in stable condition after pericardial drainage. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any biosense webster inc. (Bwi) equipment during the case. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 4/18/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30160137l number, and no non-conformances was found during the review. (B)(6). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was inserted in the right atrium (ra) and the ablation was tried to be conducted near the coronary sinus (cs); however, the impedance rose to 200 ohms and the generator cut-off stopped the ablation. After that, ablation was performed in koch¿s triangle for a total of 6 times at 20 watts for 30-60 seconds. Then, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any biosense webster inc. (Bwi) equipment during the case. Additional information received indicates that since the rv catheter tip was at the apex, the physician guessed the cause of the event was the rv catheter; however, this information cannot be confirmed. Multiple attempts have been made to obtain clarification on if the catheter that was placed in the rv was a bwi product; however, no response has been received. Since the adverse event occurred during the ablation while using a bwi thermocool® smart touch® sf bi-directional navigation catheter, this event will be reported under it. Should any new information be obtained it will be assessed and processed accordingly. The customer¿s reported issue of high impedance is not reportable since the generator stopped delivering rf energy as intended, the risk to the patient is remote.